Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the device is unable to change configuration as soft keys are not working. There was no report of patient involvement.